Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 72 mg/dl. The customer also stated that her pump had a blank display upon waking up this morning. The customer stated that she played volleyball last night and the pump was perspired in her bra with the screen facing out. The customer was advised to insert a new aaa alkaline battery. The customer stated that the screen still had no display. The customer was advised to discontinue use of the device and to revert to a backup plan.